Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the site used tracer registration and made sure to trace back to the ears on both sides and followed the "moose" pattern. The site was accurate and proceeded to drape the patient and continued with the case. They seemed accurate until more posterior and were inaccurate with the straight suction. The site re-registered and the straight suction showed that it was in the mouth when they were at the base of the sinuses. The site tried a straight probe and a malleable suction and were 2 mm off for both instruments. The issue was not resolved, but the site was able to complete the procedure. There was a less than 1-hour delay to the procedure and no impact on patient outcome. Technical services (ts) reviewed the archives and found that it contained data set with a computed tomography (CT) and 2 magnetic resonance imaging (mr). The trace pattern looked okay, however, there were red points at the tip of the nose and area by the ears. There were also points that were below the skin. The trace pattern is pretty tight and does not expand to the hairline or ears.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
It was confirmed by the representative that the site completed the procedure with 2 mm of inaccuracy.